Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, although the trigger was not fired, the clip fell out outside the patient's body. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
Spike of the rasp broke-off. It is not clear where it is. There is a possibility that it was left in a patient. Last surgery date with this instrument: (B)(4), 2010.

Manufacturer narrative:
(B)(4). (B)(4). The analysis results found that the er420 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.